Manufacturer narrative:
The zoll autopulse li-ion battery failure mode and serial number (B)(4)reported in this ccr are covered by CAPA (B)(4). Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.

Event description:
During the shift check, the customer noticed that the fully charged autopulse li-ion battery (sn (B)(4)) would not power on the autopulse platform. The status leds on the battery show 4 green lights and the status leds of the multi-chemistry battery charger illuminated green. No patient involvement.